Event description:
It was reported that the handle of the cordless driver was overheating during a procedure. A readily available alternate driver was used to complete the procedure without incident. No adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint was confirmed during performance testing. The device had a short in the motor winding; this can lead to excessive current draw which is converted to mechanical energy.